Manufacturer narrative:
Intermittent up arrow, act and esc buttons due to flattened dome switch (no crease). Unit had a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's buttons were hard to push. Customer reported that some buttons had to be pressed in a specific spot to get a response. Blood glucose level at the time of the incident was around 200 mg/dl. Customer reported that her blood glucose levels had been between 250 and 290 mg/dl on the day of the call. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.